Event description:
It was reported that (1) device was used during a radical mastectomy. It was reported by the rep that the mcs20 clips were coming out sideways. Another device was used to complete the case. There was no consequence to the pt.